Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the 20" millennium sterilizer. The technician found that the unit's contactor, heating element, and wires were melted and damaged. Based on a review of the event by steris engineering, it was concluded that the most likely root cause was a loose or damaged wire resulting in an inadequate electrical connection. The technician replaced the contactor, heating element, and wires, ran a test cycle, and found the unit to be operating according to specification. The unit was returned to service. A full review of the complaint history indicates this to be an isolated event. No additional issues have been reported.

Event description:
The user facility reported their 20" millennium sterilizer began to smoke, and a small flame was observed from the back of the unit when the sterilizer was turned on. The flame went out on its own. No report of injury.